Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a distributor that the device stops during the procedure and overheats. The rotation of the device was not adequate. The speed of the rotation of the motor falls during the operation and sometimes even stops. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be confirmed since the device passed temperature test. Pre-repair temperature check performed at 12k after 4 minutes: the gear temperature was 88f, the motor temperature was 90f, and the bearing temperature was 89f. The ambient temperature was 77f. The device failed hi-pot test, the motor was stuck in the housing and the bearings were worn. If information is provided in the future, a supplemental report will be issued.